Event description:
The sales rep called and reported that he was notified that a customer had csf leaks with hydroset.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report.